Event description:
The hospital advised that a pt was receiving normal saline and reopro. The saline was in a 100ml bag and the administration set was a model 2220. The reopro was in a 250ml bag and was being infused using an administration set with an in-line filter. Both administration sets were attached to the same distal end stopcock which fed into one central line. The reopro had been set to infuse at a rate of 21 ml/hr. Primary rate was unknown. Pt arrived on the floor from cath lab recovery at 1550 and user visualized approx 100cc remaining in the reopro bag. At 16:38 the pump alarmed air-in-line. At that time, the nurse observed the bag of reopro was empty and the administration set was empty down to the air-in-line detector. At that time the volume to be infused was 196ccs and the volume infused displayed 101.3ccs. It was unknown if any changes were made to the infusion while the pt was in the cath lab, however no leaks or deficits had been observed. There was no pt consequence.